Event description:
It was reported patient perc leads migrated previously and so they implanted the paddle lead. Additional information received later that caller was not sure migration occurred with or without pictures. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013 product type: extension. (B)(4).